Event description:
Reference number (B)(4). Event occurred in the united states. On 6th oct 2024, it was reported that the infusion set cannula was kinked. The infusion set was in use for 3 or more hours after insertion. The location of site was abdomen. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.